Event description:
It was reported that the tubing of a homechoice cassette leaked, (details not provided). There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted should additional relevant information become available, a supplemental report will be submitted.